Event description:
Patient was dialyzed using an a-22 dialyzer (lot number not documented by the center. Patient experienced hot flashes during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, patient has had similar experience with another manufacturer's dialyzer.) Treatment was continued without further incident. 3 days later patient was hospitalized for a duration of 10 days for what was reported as "conjunctivitis, subconjunctival hemorrhage, upper right arm paresis, intense myalgia, difficulty walking, and mild leukocytosis without hyperthermia." Patient was treated iwth ciprofloxacin IV, ophthalmologic gentalyn, ophthalmologic decardon, loratadine (route unknown), profenid (route unknown) and dexamethasone IV (doses and frequency are all unknown). Patient has reportedly recovered.